Event description:
I use a dexcom g7 continuous glucose monitor and tandem t-slim to manage my type 1 diabetes. When I woke up, my sugar was reading in the 70s and remained between 60-80 throughout the day via the dexcom g7 continuous glucose monitor. At one point my sugar was reading in the 60s so I ate 2 life savors. Around 12pm, I started feeling very ill, nauseous, extremely hot, feeling like I was going to pass out, and an internal feeling of just awful. These feelings are usually attributed to high blood sugar, but my meter was still reading my sugar to be around 80. Because I was feeling so awful, I finally did a finger stick and my sugar was 350 with my cgm reading 90. I pricked a different finger to confirm and again my sugar read 356. I tried to calibrate the dexcom but it never calibrated and continued to read my sugar less than 90. The sensor was on the 10th day of being inserted but still within the recommended time. The sensor was inserted in the back of my right upper arm per manufacturer recommendation. I ended up having to give myself a shot of insulin to bring my sugar down, since the continuous glucose monitor was reading low and I wasn't getting supplemental insulin via the tandem pump. I changed my sensor and pump insertion site and sugars returned to normal and the pump and continuous glucose monitor appear to be working as expected since the change.